Manufacturer narrative:
H.6. Investigation summary: customer returned four (4) loose 31g x 6mm, 0.3ml bd insulin syringes. Consumer stated, during injection, insulin is leaking around hub. All four samples were examined, then tested for flow using water: all four syringes were able to draw and expel properly, and no leakage was observed. As no manufacturing defects were observed on any of the returned samples, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 8239953 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bag experienced leakage during use. The following information was provided by the initial reporter: material no: 324910, batch no: 8239953, unknown. This is complaint 1 of 2. Verbatim: stated, during injection, insulin is leaking around hub, (this happened on (B)(6) 2019). Stated, different issues have been happening for the last 3 months. No specific incident date or what happened when, only for the leakage that occurred on (B)(6) 2019. Lot: 8239953. Item: 324910. Expiration date: 2023-09-30. The one syringe that experienced leakage on (B)(6) 2019, came from lot #: 8239953.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3 ml 31ga 6 mm halfunit 10bag experienced leakage during use. The following information was provided by the initial reporter: material no: 324910, batch no: 8239953, unknown. This is complaint 1 of 2. Verbatim: stated, during injection, insulin is leaking around hub, (this happened on 07/17/19). Stated, different issues have been happening for the last 3 months. No specific incident date or what happened when, only for the leakage that occurred on (B)(6) 2019. Lot: 8239953. Item: 324910. Expiration date: 2023-09-30. The one syringe that experienced leakage on (B)(6) 2019, came from lot #: 8239953.